Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure inside the patient got the guidewire stuck, the event seems to be caused by operating the device in a narrow part. The device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, it was noted that the catheter was returned with a guidewire still inserted. Some tissue was visibly stuck between the guidewire and the guidewire lumen at the tip of the spline cage, preventing the movement of the guidewire. Deployment of the device was functional. The guidewire could not be removed by hand. The unintended use error caused or contributed to event conclusion code was selected for the allegation of a stuck guidewire. Upon device return, some tissue was visibly stuck between the guidewire and the guidewire lumen at the tip of the spline cage, preventing the movement of the guidewire.

Event description:
It was reported that a farawave 31 mm during procedure inside the patient got the guidewire stuck, the event seems to be caused by operating the device in a narrow part. The device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.